Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was attempted twice and dislodged and was not used because of patient anatomy. Another type of lead was implanted successfully. No patient complications have been reported as a result of this event.